Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator was auto-cycling. The customer stated there was no patient involvement.